Event description:
It was reported that the pat. Desaturated temporary during the event: the device alarmed and the user disconnect the patient from the device and continue ventilation using another ventilator. No serious injury was reported. For the evita v800, "device failure (14)" indicates an internal failure of the display unit. In this state, the device issues a high-priority alarm (253). The recommended response is to prepare to exchange the device, disconnect the patient from the device, and continue ventilation using another ventilator. Specialized service personnel should be contacted for further action. The device should not be used for patient ventilation in this state, as the display unit is critical for safe operation and monitoring. If the technical fault only affects the display unit, the device attempts to restart the display unit to restore its functionality. During the restart, a secondary acoustic alarm sounds, and the ventilation unit continues to ventilate with the current settings. The operation display of the ventilation unit will show the current pressure (graphically), expiratory minute volume, and fio2. After the restart, a low-priority alarm "display unit restarted" is displayed and logged. However, if the display unit cannot be restored, the device must be exchanged as described above.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.